Manufacturer narrative:
The date of the event was (B)(6) 2016.

Event description:
The customer reported the device alarmed vent inop due to multiple reference failures. There was no patient involvement.